Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set medical device type: fpa. Medical device expiration date: unknown device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function. The following information was provided by the initial reporter: the customer stated "when the health care provider detached a tube (non-bd product) from the holder after blood collection, the rubber sleeve was separated, staying onto the tube.¿

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function. The following information was provided by the initial reporter: the customer stated "when the health care provider detached a tube (non-bd product) from the holder after blood collection, the rubber sleeve was separated, staying onto the tube."

Manufacturer narrative:
H.6. Investigation summary: three (3) photos were received for review and analysis. Upon review of the photos, there appears to be a rubber sleeve attached to what appears to be a non-bd tube, also, there appears to be a luer adapter end of a device screwed into a bd holder with the sleeve attached. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.